Manufacturer narrative:
This report is submitted on september 22, 2022.

Event description:
Per the clinic, the device was explanted on (B)(6), 2022 due to pain. The patient was reimplanted with a new cochlear device during the same surgery.

Manufacturer narrative:
This report is submitted on november, 05, 2022.